Event description:
Patient previously underwent placement of a interstim stage I and ii procedure in 2007 for apparent neurologic disconnect of bladder. Patient had urge incontinence with no known intrinsic renal problems. The patient subsequently developed longstanding pain secondary to the interstim device. Patient complained of pain in right hip/buttock area, which was exacerbated by palpation. Patient desired removal of the device due to pain.